Event description:
While drawing blood with a multi-draw straight stick needle - one tube was filled, while pushing the second tube onto the needle, the needle detached itself from the hub (the screwed pat broke) and pushed further into the patient's arm. Patient did not complain of pain, but with a needle not safely attached to something to hold onto the rn could not finish the blood collection from this draw. The rn was able to keep the exposed portion of the needle inside the hub even with it not actually being attached but then could still not cap it. Rn could have been stuck with a dirty needle while disposing of if since it was loosely hanging out of the hub. Clinic reports having many problems with this brand of needles. This brand will also push the tubes back off of them before getting blood flow. The clinic has had many patient complaints about painful sticks since using this brand.